Manufacturer narrative:
Results: the power inlet was damaged. The pump housing was damaged. Conclusions: evaluation of the returned device revealed that the pump max power inlet was damaged. This type of damage typically occurs due to improper handling during preparation. If the power cord is plugged into to power inlet on the back of the pump max and subsequently, the pump is dropped on the floor, damage such as this may occur. Penumbra pumps are visually inspected and 100% functionally tested during incoming inspection by quality. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the penumbra system aspiration pump max 110 (pump max) fell of the cart and onto the floor and thereafter vacuum would not generate. The reported issue was found prior to use and therefore, the pump max was not used in the procedure. The procedure was completed using a new pump max.